Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 401- over 500 mg/dl). Insulin was delivered via pump to address bg. Customer thought the infusion set was the cause; however, no issues were confirmed. Pump system check was performed with tandem technical support; no device issues were identified. Pump supplies were changed and insulin delivery was resumed. Recommendation was made for the customer to discuss the event with a healthcare provider.